Event description:
Reporter initially noted handpiece made loud swish noise and injected air into the eye. Add'l info received noted handpiece (vitrectomy probe) and tubing were changed out, and surgery continued. There was no pt injury, but felt there was potential for injury if it occurred at a different time in the procedure. Add'l info from u/f report # (B)(4); during an anterior vitrectomy, the md stated the hand piece made a loud swoosh sound and injected air into the eye. No pt injury. Potential pt injury if occurred during a different part of the surgery. Equipment involved included machine and sterile hand piece with tubing. Hand piece and tubing changed out after event and surgery continued. Hand piece has several connections. This was entered for tracking means and potential for pt harm event.

Manufacturer narrative:
Received a vitrectomy probe and cassette for eval. Waiting for eval results. This report mailed to FDA on: (B)(4) 2004. Legacy 20,000, cataract equipment, (B)(4). (B)(6). Risk safety manager.